Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus premier ous mr 3.50 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified stent damage. Struts 8 and 9 from the proximal end of the stent were lifted slightly. The remainder of the stent was undamaged. The crimped stent outer diameter of the undamaged section was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues with the hypotube, there were no signs of kinks or damage. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
Reportable based on analysis completed on 30-jun-2017. It was reported that shaft kink occurred. A 24x3.50mm promus premier¿ drug-eluting stent was selected to treat the lesion. However, during unpacking, it was noticed that the stent delivery shaft was kinked and device could no longer be used. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.